Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: complaint summary is performed a right fibula surgery and at the moment of make a hole with the drill bit for to place the screw, it makes contact with the previously placed interfragmentary screw. So the tip of the drill bit 1.8 remains fatigued within the patient. It is immediately replaced by another and the procedure was not delay and ended satisfactorily. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (1 image(s) and 1 x-ray). The image(s) was reviewed and the complaint condition for broken could be confirmed as the device is seen in a package with a broken tip. The embedded tip of the drill bit was seen on the x-ray, therefore, the complaint is confirmed. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. Part: 310.509. Lot: 2l74453. Manufacturing site: (B)(4). Release to warehouse date: 04.jan 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a right fibula surgery, the 1.8mm drill bit was damaged during surgery. The procedure was completed with a replacement drill bit. There was no surgical delay. Fragments were generated and removed without additional intervention. The patient outcome is unknown. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) 1.8mm drill bit with depth mark/qc/110mm. This is report 1 of 1 for (B)(4).